Event description:
It was reported that the patient's personal diabetes manager (pdm) would not turn on. The patient visited her diabetologist, and the diabetologist confirmed the pdm is not working. The patient's blood glucose level rose to 300 mg/dl while wearing the pod. It was reported that the patient was subsequently treated in the emergency room (ER) with diabetic ketoacidosis (dka) on (B)(6) 2025. Symptoms reported include confusion, thirst, and hyperglycemia. The patient was treated with intravenous fluids and insulin. The patient was discharged after 3 hours. The patient was treated at (B)(6).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.5-p001. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The case description states that the display of the controller was black and was not able to turn on after multiple attempts. The physical controller was received for investigation. During investigation it was found that the screws on the inside of the device had fluid ingress and were corroded. The controller was able to charge and was able to turn on. The lcd (liquid crystal display) screen was found to be discoloured and did not respond to touch. As a result of the screen not responding to touch, the controller could not be unlocked. Therefore, engineering logs could not be downloaded. During further investigation, the internal cover was unscrewed and removed to expose the internal components. Corrosion and fluid stains were observed on multiple internal components. Fluid indicators had turned red, indicating fluid ingression. It was concluded that the observed corrosion caused the lcd screen to not respond to touch. Since the engineering logs could not be retrieved from the device, the exact cause of the reported event could not be determined. The exact cause and timing of the fluid ingression could not be determined. It could not be conclusively determined if the observed fluid and corrosion caused the reported event.